Event description:
The ra lead was not seated deep enough into the ico header. Patient was opened up and ra lead was secured in the ico header. Placed the ICD back into the pocket. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).